Event description:
Surgeon placed the trocar through the pt's cheek and drilled through the trocar. When the drill and trocar were removed the trocar there was a burn on the pt's cheek (2-3mm in diameter).

Manufacturer narrative:
Actual device is not available to stryker for eval.